Event description:
It was reported that device did not meet the longevity expectations of the physician. The left ventricular lead was noted to have high output since implant. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2011 (B)(6). (B)(4).